Event description:
It was reported that a patient's blood glucose levels (bg) reached 354 mg/dl, while wearing the pod between 1 and 4 hours. The patient reported cannula being dislodged, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
Investigation found no damages or manufacturing defects that would contribute to a dislodging of the cannula. The received device had the cannula assembly fully deployed. Although no damage that would contribute to a dislodging was present, the exact cause of the dislodging could not be determined. Investigation results additionally found no evidence of any damage or manufacturing deficiencies that would result in the pod failing to adhere. Although the investigation found no evidence of any damage, the exact cause of the failure to adhere could not be determined.